Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was hospitalized due to peritonitis the same day as the event onset. Use error was further reported as "caregiver was changed". The route of administration for antibiotic treatment was intravenous. It was reported that the patient was still recovering from peritonitis and pd therapy was ongoing prior to and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 3rd day, intraperitoneal, ongoing) and meropenem injection (1gm, once daily, intraperitoneal, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the events. It was reported that retraining was not done due to "outstation patient". No additional information is available.